Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff found the mid shaft of the indigo system aspiration catheter 6 (cat6) to be kinked upon opening the packaging. The damage to the cat6 was found prior to use; therefore, it was not used in the procedure. The procedure was completed using a new a cat6.

Manufacturer narrative:
Results: the returned cat6 was kinked at approximately 85.0 cm, 95.0 cm, 98.0 cm and 128.0 cm from the hub. The device was ovalized at approximately 26.0 cm, 32.0 cm, 52.0 cm, 91.0 cm and 134.0 cm from the hub. Conclusions: evaluation of the returned cat6 confirmed a kink on the catheter mid-shaft. If the device is forcefully retracted at extreme angles during removal from the packaging tube, damage such as kinks may occur. Further investigation revealed additional kinks and ovalizations on the catheter. These damages were likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.